Manufacturer narrative:
Correction: manufacturing date - the manufacturing site reported that the manufacturing date for the device is 4/28/2005.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Manufacturing date requested but not provided at the time of this report. Field service specialist visited the account after the event and verified gel and flap thickness, the overlap, centration and loading deck energies. Verified application force settings and laser engine signals. Ran simulated procedure and observed no incidents. No failure found. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported that patient presented with bilateral diffuse lamellar keratitis (dlk) around the side cut. Patient flap were refloated on (B)(6) 2019. Patient post op uncorrected visual acuity (ucva) 20/25. This report is for the intralase laser. A separate report is being submitted for the visx laser.